Event description:
It was reported that during a device change out for normal battery depletion, the physician did not fully unscrew the setscrew due to using the wrong size wrench. When the physician pulled on the lead to remove it from the header, part of the insulation pulled away in the cathode/tip area, exposing the inner wires. The damaged portion of the lead was capped, and the undamaged anode part remains in use, utilized for unipolar pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).